Event description:
It was reported that during an right side a-flutter procedure with ez steer thermocool sf nav catheter, all the signals, including the 12 leads of bs ecgs and all ic (intracardiac) recordings were lost from both carto and ep recording systems at the same time. The customer stopped mapping and connected an 8mm non navistar catheter to the stockert to continue the case. The case was completed without any patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also the catheter was tested on eeprom, carto and calibration test and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.